Manufacturer narrative:
Functional analysis was performed and identified that the issue is solved by turning off the braun communication rack and turning it on again. It seems that the network card had been "stuck" somehow. Network cables in poor condition were replaced. The complaint was escalated for technical investigation. Pqm advised to check with the person who reported the issue and check if the issue still happening or not. As per confirmation from field service engineer, it is not known why the previous pumps were displayed in the application. Pumps items were refreshed, restarting braun rack. After restarting, new pumps was displayed correctly. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
Philips received a complaint on intellispace cc & anesthesia indicating thatim961311 does not allow to assign the perfusions that they have scheduled and assigns perfusions that they have not had scheduled. The device was in use on a patient. There was no report of patient or user harm.